Event description:
Clinic notes regarding this vns patient were received on (B)(6) 2012. Notes dated (B)(6) 2011, indicated that the patient had a marked increase in seizures. The patient averaged 12 seizures per day reported by the school but had many more over the weekend. The patient's device was interrogated on this date. The output current was increase to 2 ma, and the magnet output current was increased to 2.25 ma. The lead check was obtained, which was unremarkable. Notes dated (B)(6) 2011 - indicated that the patient continued to have absence seizures. The patient's mother believed that there may have been some improvement. The patient had 15-20 seizures per day, six to eight of which were with incontinence. It was noted that the patient's seizure control had been poor regardless of regimen. The patient's vns was interrogated and reported to be fine. It was also reported that counseling for the patient's depression was not helpful. Notes dated (B)(6) 2012 - indicated that the patient was not having 10 seizures per day which was good control for her. The seizures were brief with eye twitching. The patient's device was interrogated: the settings were fine, and the battery life was not nearing end. A decent part of the patient's depression was related to her physical illness.

Event description:
Attempts for additional information have been unsuccessful.

Manufacturer narrative:
.